Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature was not displayed even after the foley catheter was placed. When it was replaced with a new one, the temperature was displayed. The catheter has been discarded.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: (14) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. (15) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. (16) do not wet the lead wire and the junction with extension cable. (17) this device is compatible only with monitors requiring ysi 400-series type temperature probes. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature was not displayed even after the foley catheter was placed. When it was replaced with a new one, the temperature was displayed. The catheter has been discarded.